Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user developed red, raw skin under the stomahesive paste. The reddened area measured approximately 25mm. The end user allegedly underwent a "patch test" on another area of his body using the stomahesive paste. Redness was also noted under the paste at the test area. After an examination, the end user's dermatologist administered a steroid injection to the affected area and issued a prescription for a course of an unknown antibiotic. The end user has discontinued use of the stomahesive paste. The reddened area resolved within two weeks. No further user complications were reported as a result of this event.